Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead could not be fixed in the body. Multiple attempts were made unsuccessfully. Due to prolonged procedure, the patient developed acute left heart failure. It was noted that the lead was too heavy to handle. The operation was terminated. The patient was stable after the procedure.

Manufacturer narrative:
The reported event was confirmed. A complete lead was returned in one piece for analysis. As received, the helix was retracted and could not be extended due to blood / tissue in the helix. After cleaning, the helix could be extended and retracted. Analysis was normal. No anomalies were found.